Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported due to a reported 4021 vent inop occurrence, exhalation motor error. No patient involvement. No patient involvement .

Manufacturer narrative:
The field service engineer (fse) verified the error code 4021 had occurred in the diagnostic log. The fse was unable to reproduce the problem and no parts were replaced associated with this issue. The root cause of the customer's complaint was not determined. Office contact information: (B)(4).

Event description:
The customer reported due to a reported 4021 vent inop occurrence, exhalation motor error. No patient involvement. No patient involvement .

Manufacturer narrative:
.